Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5038090) on 06-feb-2015. The most recent information was received on 14-jul-2020 this spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and ovarian cyst ruptured ('ovarian cysts rupturing') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion hospitalization), abdominal pain lower ("cramping"), headache ("headaches"), night sweats ("night sweats"), menstrual disorder ("abnormal cycles"), depression ("depression") with fatigue, loss of libido and anger and endometriosis ("endometriosis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, abdominal pain lower and menstrual disorder had not resolved and the ovarian cyst ruptured, headache, night sweats, depression and endometriosis outcome was unknown. The reporter considered abdominal pain lower, depression, endometriosis, genital haemorrhage, headache, menstrual disorder, night sweats and ovarian cyst ruptured to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Endometriosis, as stated by the consumer, is not a known failure mode related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 14-jul-2020: plaintiff fact sheet received : reporter information updated. Removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5038090) on 06-feb-2015. The most recent information was received on 17-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and ovarian cyst ruptured ('ovarian cysts rupturing') in an adult female patient who had essure (batch no. 880435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion hospitalization), abdominal pain lower ("cramping"), headache ("headaches"), night sweats ("night sweats"), menstrual disorder ("abnormal cycles"), depression ("depression") with fatigue, loss of libido and anger and endometriosis ("endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, abdominal pain lower and menstrual disorder had not resolved and the ovarian cyst ruptured, headache, night sweats, depression and endometriosis outcome was unknown. The reporter considered abdominal pain lower, depression, endometriosis, genital haemorrhage, headache, menstrual disorder, night sweats and ovarian cyst ruptured to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012. Insertion details: 03 number of coils on the left and 07 number of coils on the right. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Endometriosis, as stated by the consumer, is not a known failure mode related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received. Lot number was added. Reporter causality comment, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and ovarian cyst ruptured ('ovarian cysts rupturing') in an adult female patient who had essure (batch no. 880435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion hospitalization), abdominal pain lower ("cramping"), headache ("headaches"), night sweats ("night sweats"), menstrual disorder ("abnormal cycles"), depression ("depression") with fatigue, loss of libido and anger and endometriosis ("endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, abdominal pain lower and menstrual disorder had not resolved and the ovarian cyst ruptured, headache, night sweats, depression and endometriosis outcome was unknown. The reporter considered abdominal pain lower, depression, endometriosis, genital haemorrhage, headache, menstrual disorder, night sweats and ovarian cyst ruptured to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012. Insertion details: 03 number of coils on the left and 07 number of coils on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.